Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.665" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during central processing, one of the forceps was found to be broken off the cadiere forceps instrument. There was no report of patient involvement.